Manufacturer narrative:
An event regarding a dull reamer involving an acetabular reamer 52mm was reported. The event was confirmed. Device evaluations were performed by the supplier, who confirmed the reported event via device inspections. Complaint sample was evaluated and the reported event was confirmed. The reamer had evidence of tooth wear that is typically seen over the life of the product. Manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use. Trend analysis was performed and no action is required. The investigation concluded that the supplier confirmed the reported event and indicated that manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use.

Event description:
It was reported that, during a tha, a surgeon felt that these reamers were dull.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, during a tha, a surgeon felt that these reamers were dull.